Event description:
Hole in distal end of silcone tubing on vented set, where it connects to the plastic vent component.

Event description:
Add'l info rec'd from MFR 6/18/04: summary of evaluation: one used set was recieved for investigation. Visual examination of the set confirmed that there was a hole on the silicone tubing at the upper blue fitment. Further investigation under the microscope showed chips in the fitment ring and that the hole in the silicone tubing appeared to be torn. Cause of problem: if the upper fitment is in a non-vertical orientation while being loaded or unloaded into the instrument, damage may occur to the blue fitment and/or the silicone tubing. The correct positioning of the upper blue fitment should be in the vertical orientation while being loaded or unloaded into the pumping device. So, MFR has determined this incident to be a user issue caused from improper loading or unloading of the administration set.